Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was relocated and replaced. The ipg was also replaced for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no device malfunction with the replaced lead and ipg.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was relocated and replaced. The ipg was also replaced for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure because she was unable to charge the ipg.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was relocated and replaced. The ipg was also replaced for an unknown reason. The patient was doing well postoperatively.